Event description:
It was reported the glenosphere loosened post-op. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: norway. D10 - medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : unknown.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7392813. Catalog #: xl-115364, arcom xl 44-36 std +3 hmrl brg, lot # 060460. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that medical records indicated that the loosening could be due to soft tissue impingement.

Manufacturer narrative:
(B)(4). Reported event was confirmed for the baseplate which was found through the radiographs. However, the glenophere was not confirmed as soft tissue impingement is not detectable on radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1 ap and 1 trans scapular view show anatomic alignment with disassembly of the reverse type left shoulder arthroplasty. The other 2 views demonstrate displacement of the glenosphere from the baseplate without fracture. Surgical skin staples are present on all images. Bone quality is mildly osteopenic. There is no implant loosening and the central screw appears normal in position. No other concerns are identified but soft tissue impingement would not be detectable on these radiographs. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned products identified the post of the taper adaptor shows signs of use with some galling. No damage is seen on the glenosphere. Measured features f1 and f2 of the glenoshpere were conforming. The poly bearing was also returned and shows signs of use with some gouges around one of the notches. The additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.